Event description:
It was reported that 2 patients received pad burns while the surgeon was using a tissuelink device and a 3-m grounding pad.

Manufacturer narrative:
No further info has been provided. The devices were not returned for investigation. There were no details regarding device model provided to tlm. Tlm has requested any add'l info and will update all records and filing as appropriate.